Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump beeped and said insulin was not delivered. The customer changed the battery but was still receiving the same alarm. The insulin pump had a delivery anomaly. Customer's blood glucose level was not reported. The device was not returned.